Event description:
It was reported that upon review of the pt's programming history on the physician's handheld computer, high impedance was noted on system diagnostics on (B)(4) 2005. Upon further review of available history by manufacturer, it was noted that the first incidence of high impedance occurred on system diagnostics on (B)(4) 2005. The device had not been disabled when high impedance was first found and the physician was informed of manufacturer recommendations to disable the device. The most recent system diagnostic test that was done on (B)(4) 2010 still shows high impedance. Attempts for further info have been unsuccessful to date.